Event description:
Per the clinic, the patient experienced limited benefit from the device, describing a persistent buzzing sound, poor speech perception, and insufficient loudness, resulting in minimal use of the sound processor. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.